Manufacturer narrative:
Approximate age of device - 3 months and 8 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported increasing shortness of breath and noted some darker stools and increased stooling. A lab assessment on (B)(6) 2018 showed decreased hemoglobin and hematocrit, as compared to a previous check. The patient was sent to the emergency room (ER) for further evaluation of a suspected gastrointestinal (gi) bleed. At the time of the event, the patient¿s anticoagulation regimen included warfarin, which was discontinued at the time of admission. An esophagogastroduodenoscopy (egd) was performed, revealing suspicious areas and a lesion in the jejunum which were subsequently treated with argon plasma coagulation (apc). The patient was monitored, and ultimately discharged to home on (B)(6) 2018 after the gi bleed reportedly resolved. No additional information was provided.

Manufacturer narrative:
Correction.